Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose (bg) was 247 mg/dl. Customer disconnected from the pump and manual insulin injections were administered. Customer was admitted to the hospital on (B)(6) 2018 for diabetic ketoacidosis (dka). Intravenous insulin and fluids (for dehydration) were administered. Bg/dka were resolved; there was no permanent damage. Customer was discharged on (B)(6) 2018 with a bg of 122 mg/dl and customer was stable.